Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model #pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-m) perceval plus heart valve at the time of manufacture and release. Based on the medical judgement received, cause of the reported event was not attributed to the device or procedure. Furthermore, from the device document review performed, no manufacturing deficiencies were identified. It is possible that the patient¿s clinical history and risk factors may have contributed to the to the reported event (i.e., coronary artery disease; unstable angina; arrhythmia: paroxysmal atrial fibrillation; systemic hypertension; dyslipidemia). Should further information be received in the future, a follow up report will be provided. Device remains implanted.

Event description:
The manufacturer was informed of the following event through mantra study. Based on the information available, pvf-m was implanted on (B)(6) 2022 through minimally invasive procedure. On (B)(6) 2022, moderate pathological pauses at ECG were noted and permanent pacemaker was implanted in the patient. As reported, patient has a history of coronary artery disease; unstable angina; arrhythmia: paroxysmal atrial fibrillation; systemic hypertension; dyslipidemia; mild-moderate osas; and nyha class iii. Patient had a shock-wave treatment in 2014. Based on the site's assessment the event was not related to the device or procedure.